Manufacturer narrative:
Product complaint # : (B)(4). The device was reported in error due to duplication. MFR# 1818910-2020-09937 is being retracted and MFR# 1818910-2012-12223 will be kept for investigation purposes.

Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Medical record received. After review of medical record, patient was revised to address failed left total hip arthroplasty. Patient had left hip pain. Revision notes stated. Schlerotic bone in the trochanteric bed and the proximal sleeve was removed as it was not ingrown and was grossly loose. Doi: (B)(6) 2005; dor: (B)(6) 2012 (left hip).

Manufacturer narrative:
Product complaint # (B)(4). MFR# 1818910-2012-12223 will be kept for investigation purposes.